Manufacturer narrative:
Additional information received on 27 january 2016 and includes: revision of the stem performed on (B)(6) 2016 in the morning. The stem was easily removed. The surgeon reamed and implanted a size 3 cemented stem. Batch review performed on 08 february 2016. (B)(4). On 10 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: tha due for revision at 2,5 years after primary. X-rays show diffused osteolysis around the stem, cause of osteolysis not known. General status of patient not known: such pictures are sometimes correlated with concomitant treatments, such as cortisone or chemiotherapy. There is no report about possible infection. Root cause cannot be reliably determined. On (B)(6) 2016 it was communicated that the explant is going to be sent back to medacta international for inspection.

Event description:
Loosening of the stem 2 years and 8 months after primary. Revision of the stem planned in 15 days.

Manufacturer narrative:
On 23 march 2016 the r&d project manager analyzed the returned implants. Observing the femoral stem no particular sign can be noted, except on the neck: such signs was probably caused during the removal phase. The ha on the surface of the stem is almost totally reabsorbed. On the femoral head some signs can be seen, probably caused during the removal phase. It is not possible from the inspection of the implants determine the root cause of the event.

Manufacturer narrative:
On 12 april 2016 it was prepared a final report with the information already submitted in the previous reports. On 25 april 2016 the report was sent to the initial reporter and the case was closed.